Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 500 mg/dl. Customer reported high ketones and required a correction bolus. Reportedly, the customer contacted their healthcare provider to obtain back-up insulin therapy.